Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set was leaking due to a loose connection between the supply line and the supply bag. This occurred during dwell one of peritoneal dialysis therapy. Renal therapy services (rts) assisted the patient in ending therapy and starting over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.